Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire. Although, difficulty was encountered removing the needle plunger of the second proglide device, the suture fully deployed and was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method; pt was reported to be morbidly obese. Device # 1 - proglide (part# 126730-03, lot #89026-6h), is being filed under medwatch report # 2953144-2010-01558. This report is for the second device. Eval summary: eval found the condition of the returned device indicated that both needle deployment and suture retrieval were successful as reported. During testing, the needle plunger was successfully reinserted and retracted without any observable resistance; therefore, the reported difficulty retracting the needle plunger could not be confirmed. It was reported that the pt was morbidly obese, which had an effect on the difficulty encountered removing the needle plunger. Additionally, the instructions for use, under the special pt populations section, states: "the safety and effectiveness of the perclose proglide smc devices have not been established in pts who are morbidly obese (body mass index > 35 kg/m to the second power)." Based on the investigation findings, and the condition of the received device, the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.